Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced a loss of therapeutic effect and were going to the bathroom frequently. Stimulation was off. Patient services reviewed how to turn therapy back on again and patient confirmed they did so successfully and this is most likely why the lost therapeutic effect. The patient also mentioned that programs 1 and 2 are no longer working for them and they do not feel stimulation sensation on these programs. The patient had a fall about 2 months ago and thinks this might be why. The patient was redirected to their healthcare provider to further address the issue.